Manufacturer narrative:
Model/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 17065732/17116353, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient lost therapy. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was reportedly doing well postoperatively.